Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient received a shock for supraventricular tachycardia. Programming changes were discussed, but not performed. It was decided to proceed with medication adjustments. The patient was stable.